Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 26-sep-2018 with the following findings: during investigation, the pump powered up to fully responsive keypad buttons. The keypad was removed and no evidence of contamination was found on the button contacts. The allegation of a keypad issue was unable to be duplicated during investigation. Unrelated to the original complaint, the battery compartment was cracked above and below the grip pad. Moisture was found in the battery compartment, and on the audio bolus button contact with leaks in both moisture spots.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged the up arrow, down arrow, and ok buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.